Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device lodged in the coronary sinus and unable to be removed. No further patient complications have been reported as a result of this event.